Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient had cloudy pd effluent and fever. The patient was prescribed antibiotics and was able to continue pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 with cloudy pd effluent and a fever. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin and meropenem (dose, frequency, and duration not provided). The pdrn stated that the lab where the cultures were sent has lost the pd effluent cultures; therefore, there are no results. A root cause analysis was performed to determine the cause of the peritonitis; however, the pdrn could not find a cause.